Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-2011-09440. The patient received the scs system on (B)(6) 2009. It has been reported the patient's scs system was explanted due to a potential infection and experiencing paralysis attacks on his right side. Additionally, the physician believes the patient may have had alloy problems causing tissue erosion. The patient also reported the system was turning on and off on its own. The patient was treated with vancomyacin antibiotics. The explanted products have been retained by the facility.